Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. Additional information: e1((B)(6)). A getinge filed service engineer (fse) evaluated unit and stated power supply needs replacement. The fse replaced the power supply that was provided by the customer. Checked functionally and found unit was ok. Handed over the machine to the customer in good working condition.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
After handover to customer, they have reported again the machine not switching on. After visiting the site fse found the issue with the motor control pcb and needs replacement of same. The fse checked and replaced the motor control board and machine is switching on now. But autofill failure showing. After checking the machine fse found purge valve defective. Needs replacement of purge valve with new one. There was no information received about purge valve replacement. The investigation shall be closed now, if any new information received about part replacement, the complaint will be reopened and updated it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by customer, the cs300 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involved.